Event description:
Per the clinic, the device was explanted on (B)(6) 2023 . The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 22, 2024.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with oral antibiotics and hospitalised overnight for administration of IV antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on march 19, 2024.